Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped, resulting in a cracked and unresponsive touchscreen that prevented the user from unlocking the pump or announcing meals, though the pump remained running and was successfully paired and synced via the phone. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.